Event description:
The customer reported that during an open heart procedure, the surgeon had just completed working on the ima and set the pencil down when the staff noticed it appeared to still be active. The surgeon picked it up and the activation tone was still going. The pencil would not come out of cutting mode. It was active when no button was pressed. There was no pt or staff injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.